Event description:
Procedure: hernia repair. According to the reporter: the pt had a heart attack from which the pt died. History of chronic pain, incisional hernia. The permacol mesh was implanted on (B)(6) 2011. The surgeon's eval of the event as serious, unrelated to the device and due to a heart attack.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected 510(k) from k992556 to k120605.

Event description:
Additional information received indicated that the patient underwent repair of an umbilical epigastric subxiphoidal hernia that measured 27 centimeters (cm) x 21 cm. The wound was classified as clean. The patient was under anesthesia for 375 minutes. The surgeon used an intraperitoneal onlay placement via a superficial separation (preserving the sac) surgical technique. The mesh was fixated using slowly resorbable sutures and two subcutaneous drains were placed at wound closure. Estimated blood loss for the procedure was 0 milliliters (ml). No surgical complications were experienced. It was reported that the patient was hospitalized three times following the surgery. The first time was for a wound infection ((B)(6) 2011). It was classified as moderate in severity and treated with antibiotics. There was no relationship to the device. The second time was for chronic left abdominal pain ((B)(6) 2011). It was classified as mild in severity and treated with strong pain medications. There was no relationship to the device. The third time was also for chronic left abdominal pain on (B)(6) 2011. The pain was listed as ongoing and not resolved. It was classified as mild in severity and treated with an unspecified medication. The patient was reported to have been scheduled for a celiac plexus block the following january but no further information was provided for that procedure. A CT scan performed at the time of the hospitalization showed no hernia and it was determined that there was no relationship to the device. The patient reported during one study visit that the pain existed during sitting, standing, laying, walking and other forms of physical activity.